Manufacturer narrative:
The review of the manufacturing records of the subject lead revealed that the unit related to this report met all the requirement of the specification at inspection. There was no evidence of inconsistency during the manufacturing process which might be related to the reported issue. Review of the provided patient files showed high ventricular pacing threshold (at 3,5v) and low r-wave amplitude (4mv) on (B)(6) 2024, three and half month after the implantation. As received, the lead was tested and its fixation mechanism operated as specified. All electrical measurements performed revealed that the inner and outer electrical conductivity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. The most probable hypothesis of the threshold increase and the low r-wave amplitude is lead (micro)dislodgement. The repositioning on 27 september was not successful since tissues were most probably attached to the screw leading to the impossibility to well screw the lead to the myocardium and get normal electrical value. The subject lead was explained and replaced. Lead (micro-)dislodgement likely occurred due to external factor, such as patient physiology, or physician preferred implant site, etc. Lead (micro-)dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions for use and published literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, there is a microdisplacement of the ventricular lead (threshold >4v after 1 months).

Event description:
Reportedly, there is a micro displacement of the ventricular lead (threshold >4v after 1 months).

Event description:
Reportedly, there is a microdisplacement of the ventricular lead (threshold >4v after 1 months).

Manufacturer narrative:
The review of the manufacturing records of the subject lead revealed that the unit related to this report met all the requirement of the specification at inspection. There was no evidence of inconsistency during the manufacturing process which might be related to the reported issue. Review of the provided patient files showed high ventricular pacing threshold (at 3,5v) and low r-wave amplitude (4mv) on (B)(6) 2024, three and half month after the implantation. As received, the lead was tested and its fixation mechanism operated as specified. All electrical measurements performed revealed that the inner and outer electrical conductivity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. The most probable hypothesis of the threshold increase and the low r-wave amplitude is lead (micro)dislodgement. The repositioning on 27 september was not successful since tissues were most probably attached to the screw leading to the impossibility to well screw the lead to the myocardium and get normal electrical value. The subject lead was explained and replaced. Lead (micro-)dislodgement likely occurred due to external factor, such as patient physiology, or physician preferred implant site, etc. Lead (micro-)dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions for use and published literature. This case is retained and utilized for trending purposes.

Manufacturer narrative:
The review of the manufacturing records of the subject lead revealed that the unit related to this report met all the requirement of the specification at inspection. There was no evidence of inconsistency during the manufacturing process which might be related to the reported issue. Once the investigation of the subject lead has been performed, the result of the investigation will be provided.

Event description:
Reportedly, there is a micro displacement of the ventricular lead (threshold >4v after 1 months).